Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25april2019. The service engineer (se) inspected the device. The se performed extended self test (est) and short self test (sst) and all test passed.

Event description:
It was reported that the ventilator was failing the o2 delivery test. No patient involvement. Event date not specified, estimate used.